Event description:
The connection to the extension tubing that connects to the filter did not connect well when the infusion was started, and it began to leak. The rn's have not noted any difficulty connecting the filter with the extension tubing - detected when the machine run is initiated.